Event description:
It was reported the stylet in the PICC would not unscrew so they could take it out. The event resulted in needing to over the wire exchange for a new midline for the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the inability to remove a t-lock extension set from a catheter luer is confirmed, but the exact cause could not be determined. One 4 fr s/l powermidline with its t-lock assembly was returned for evaluation. An initial visual observation of the returned catheter revealed little blood residues along the device. The stylet was not returned with the device. A functional test of attempting to remove tapered region of the t-lock extension set from the luer of the catheter revealed the t-lock extension set could not be easily removed from the catheter. Vice grips and pliers were used to remove the t-lock extension set tapered region from the catheter luer. The threads of the t-lock assembly were observed to screw and unscrew from the device with ease during the process of removing the t-lock extension set from the catheter luer. A microscopic observation revealed nothing remarkable along the inside of the luer. The luer of the catheter was measured using a luer taper gauge at a force of 5 n to reveal the luer of the catheter was within iso specifications. The tapered region of the t-lock extension set was measured using a luer taper gauge and was determined to be within iso specifications. Potential causes of this failure may include excessive force applied during assembly of the product, addition of adhesive material or chemicals with adhering properties, exposure to excessive heat causing the device material to expand, or other unknown factors. The exact cause of this failure could not ultimately be determined. This complaint will be recorded for future trending and monitoring purposes.